Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which led to unneeded shock therapy delivery. Subsequently, the rv lead was explanted and replaced. This device was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The physician suspected the cause of the noise oversensing was a lead fracture. However, a lead fracture was not confirmed when the lead was visualized via fluoroscopic imaging. The device was explanted. No additional adverse patient effects were reported.